Event description:
Customer called reporting a button error on her insulin pump while she is on vacation. Customer's blood glucose is 126 mg/dl. There may have been moisture exposure from the heat and being on the beach. There is a piece missing where the battery cap screws on. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.